Manufacturer narrative:
The facility did not return the impella cp pump for investigation; therefore, the root cause of the access site bleeding was unable to be determined.

Event description:
Complainant reported that a (B)(6) year old male patient presented with a stemi on (B)(6) 2018. The patient was hypotensive and examination in the cath lab revealed that the patient had a total occlusion of the proximal left anterior descending artery (plad). The impella cp was placed in the patient on (B)(6) 2018. A lucas device was also started, in addition a tandem heart with generator was placed. The patient was successfully supported with the impella cp for 8.9 days. The physician reported that there was bleeding from the impella insertion site. The patient was administered at least 4 units of blood before the pump was removing from the patient. The physician also reported that the patient was supported by multiple devices during this time. It was also reported that vascular surgery repaired both vessels in the leg in order to control bleeding.